Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer customer's blood glucose level was 332 mg/dl. The customer reported had insulin on board and stated would drink water and walk to manage their bg level. Tandem technical services reminded the customer on the reason why the incomplete bolus alert occur of not exiting from the bolus screen. The customer acknowledged.